Manufacturer narrative:
The miradry clinics in the patient's described location were contacted for potential follow-up. There were no records matching the patient's treatment date. It is unknown whether the patient received a medical diagnosis of cysts. Bumps under the treated area potentially lasting for several months are a potential side effect expected to fully resolve over time. Hyperpigmentation which is expected to resolve over time may have been perceived as scarring.

Event description:
Patient posted on (B)(6) site real self 8 months post treatment: I would not advise getting this procedure. It only works temporarily and then everything goes back to normal again except for the damage it leaves behind I have developed cysts under both armpits after this procedure and they have swelled to the size of a nickel and are painful. The sweat never fully goes away and neither does the odor the way that they say it does, and only tell you to get another procedure done but I cannot with this situation it has created as well as some scarring. My underarms don't look the same anymore comma they look very messed up compared to what they were before.